Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported encountering a power on reset (por) message about 3 weeks ago. It was unknown if the patient had any medical tests or emi exposure that could have contributed to the por. Due to the type of programmer no troubleshooting could be done by the manufacturer call center. Patient was informed that a por must be cleared in office and the call center review potential causes of the por. The patient was also advised to ask for a longevity calculation while at the office visit to clear to por. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.